Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation. Add'l info was requested on 1/25/07 and the next day by phone, and three days later by mail and by fax. A completed questionnaire was rec'd by fax two days later.

Event description:
A surgeon reported three out of nine pts who had surgery in 2007 experienced corneal edema. The cause of these events is not known. This pt's symptoms resolved in two days without add'l treatment. The pt's outcome was reported as excellent. This report is one of the three pts and is being filed as MFR report number 3002037047-2007-00005. The other MFR report numbers are: 3002037047-2007-00003 and 3002037047-2007-00004.